Manufacturer narrative:
Device evaluation by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID# 2134265-2017-06619, 2134265-2017-06770. It was reported stent restenosis occurred. On (B)(6) 2016 the index procedure was performed. The target lesions were located in the right superficial femoral arteries (sfa) and the right popliteal arteries. Ultrasound on the left common femoral artery was performed and found that it was patent. The lesion location was accessed via the left common femoral artery using a 7 french unknown manufacture¿s sheath. The physician catheterized the infrarenal aorta. Aortogram was performed of the infrarenal aorta and revealed patent arteries. The physician catheterized the right common femoral artery. Angiogram of the right common femoral artery was performed. The right superficial femoral artery was occluded. The right popliteal artery was 50% stenosed. The right anterior tibial artery was occluded. The right dorsalis pedis artery was occluded. The physician catheterized the right superficial femoral artery. Angiogram of the right superficial femoral artery (sfa) was performed. The right sfa was occluded, with calcification, plaque, dissection, leak and intimal hyperplasia. The physician visualized the right popliteal artery with ultrasound and found that it was patent. Access to the lesions was gained via the right popliteal artery using a 3 french unknown manufacturer¿s sheath. The physician catheterized the right superficial femoral artery. Angiogram of the right superficial femoral artery was performed. The right superficial femoral artery was occluded, with dissection and intimal hyperplasia. The physician catheterized the right common femoral artery. An angiogram of the right common femoral artery was performed. The right common femoral artery was 50% stenosed, with plaque and dissection. The right profunda femoral artery was patent. From the left common femoral artery access the retrograde guide wire was retrieved from the right common femoral artery with a non bsc snare. Balloon dilation was performed on the right superficial femoral artery with a 2.5 mm by 150 mm coyote balloon catheter. Pre-treatment stenosis was 100% with dissection and intimal hyperplasia. Post-treatment stenosis was 90%. Atherectomized was performed on the right common femoral artery with a jetstream xc 2.4/3.4 mm atherectomy device. Pre-treatment stenosis was 50%. Post-treatment stenosis was 50%. Atherectomized the right superficial femoral artery was performed with a jetstream xc 2.4/3.4 mm atherectomy device. Pre-treatment stenosis was 90%. Post-treatment stenosis was 80%. Balloon dilation of the right superficial femoral artery was performed with a 6x150mm non bsc balloon catheter. Pre-treatment stenosis was 80% with dissection. Post-treatment stenosis was 50% with dissection. The right popliteal artery was catheterized and angiogram of the right popliteal artery was performed. The right popliteal artery was occluded, with dissection. The right anterior tibial artery was occluded. The right tibioperoneal trunk was patent. The right posterior tibial artery was patent. The right peroneal artery was patent. The right popliteal artery was then closed with manual compression. From the left common femoral artery access a 5x150x130mm innova¿ stent was placed in the right popliteal artery. Post dilation was performed with a 5x150 mm non bsc balloon catheter. Pre-treatment stenosis was 100% with dissection. Post-treatment stenosis was 0%. A 6x150x130mm innova¿ stent from boston scientific in the right superficial femoral artery. Post dilation was performed with a 6x150 mm non bsc balloon catheter. Pre-treatment stenosis was 50% with dissection. Post-treatment stenosis was 50%. A 6x60 mm non bsc was placed in the right sfa. Post dilation was performed with a 7x40 mm non bsc balloon catheter. Pre-treatment stenosis was 50% with plaque. Post-treatment stenosis was 0% with plaque. Balloon dilation was performed in right common femoral artery with a 7x40 mm non bsc balloon catheter. Pre­ treatment stenosis was 50%. Post-treatment stenosis was 0%. The physician catheterized the right anterior tibial artery and angiogram was performed. The right anterior tibial artery was occluded. The right dorsalis pedis artery was occluded. The right arcuate artery was occluded. The right deep plantar artery was occluded. The right first dorsal metatarsal artery was occluded. The physician catheterized the right posterior tibial artery and performed an angiogram of the right posterior tibial artery. The right posterior tibial artery was patent, with spasm. The right common plantar artery was patent. The right lateral plantar artery was patent. The right medial plantar artery was patent. The right deep plantar arch 1 artery was occluded. Spasm and slow flow is seen in the distal pta and plantar arteries. The patient recieved 500 meg of nitroglycerine and 2.5 mg of verapamil continuously into the right posterior tibial artery over a prolonged duration. Pre-treatment stenosis was 0% with spasm. Post-treatment stenosis was 0%. The procedure concluded and the puncture site was closed. In (B)(6) 2017 the patient was being treated for peripheral artery disease, critical ischemia and resting pain. Ultrasound was performed in the left common femoral artery and found that it was patent. Access was gained via left common femoral artery with a 7 french unknown manufacturer¿s sheath.the physician catheterized the infrarenal aorta and performed an aortogram of the infrarenal aorta. The infrarenal aorta was patent, with calcification and plaque. The physician catheterized the right common femoral artery and an angiogram of the right common femoral artery was performed. The right superficial femoral artery was occluded. The right popliteal artery was 80% stenosed. The right peroneal artery was 90% stenosed. We catheterized the right popliteal artery. An angiogram of the right popliteal artery was performed. The right popliteal artery was 80% stenosed, with calcification and plaque. The right peroneal artery was 99% stenosed. The right dorsalis pedis artery was occluded. The right common plantar artery was patent. The physician catheterized the right anterior tibial artery and performed an angiogram of the right anterior tibial artery. The right anterior tibial artery was patent. The right dorsalis pedis artery was occluded. Atherectomized of the right superficial femoral artery was performed with a jetstream xc 2.4/3.4 mm atherectomy device. Pre-treatment stenosis was 100%. Post-treatment stenosis was 80%. Balloon dilation was performed in the right superficial femoral artery with a 6x200mm sterling balloon catheter. Pre-treatment stenosis was 80%. Post-treatment stenosis was 50%. Balloon dilation was performed in the right popliteal artery with a 6x200 mm sterling. Pre­ treatment stenosis was 80% with calcification and plaque. Post-treatment stenosis was 50% with plaque and dissection. Balloon dilation was performed in the right superficial femoral artery with a 7x200mm sterling catheter. Pre-treatment stenosis was 50%. Post-treatment stenosis was 0%. The physician catheterized the right dorsalis pedis artery and performed an angiogram of the right dorsalis pedis artery was performed. The right dorsalis pedis artery was 99% stenosed. The right arcuate artery was patent. The right deep plantar artery was occluded. The physician catheterized the right first dorsal metatarsal artery and performed angiogram of the right first dorsal metatarsal artery. The right first dorsal metatarsal artery was patent. Balloon dilation was performed in the right dorsalis pedis artery with a 2x200 mm non bsc balloon catheter. Pre-treatment stenosis was 99%. Post-treatment stenosis was 100% with spasm. The patient was treated with 1000 meg of nitroglycerine and 5 mg of verapamil continuously into the right dorsalis pedis artery over a prolonged duration. Pre-treatment stenosis was 100% with spasm. Post-treatment stenosis was 0%. Balloon dilation of the right first dorsal metatarsal artery was performed with a 2x200mm non bsc balloon. Pre-treatment stenosis was 100% with spasm. Post-treatment stenosis was 0%. The physician catheterized the right peroneal artery and performed angiogram of the right peroneal artery. The right peroneal artery was 99% stenosed. Balloon dilation of right peroneal artery was perfomed with a 2x200mm non bsc balloon catheter. Pre-treatment stenosis was 99%. Post-treatment stenosis was 0%. The physcian performed intravascular ultrasound in the right peroneal artery. Findings revealed 0% stenosis. The maximum outer wall diameter was 2 mm. The physician performed intravascular ultrasound in the right tibioperoneal trunk. Findings revealed 0% stenosis. The maximum outer wall diameter was 3 mm. The physcian performed intravascular ultrasound in the right popliteal artery. Findings revealed 80% stenosis, with calcification, plaque and dissection. The maximum outer wall diameter was 5 mm. A 6 x150x130 mm innova¿ stent was placed in the right popliteal artery and post dilation was performed by a 6x200mm non bsc stent. Pre-treatment stenosis was 80% with calcification, plaque and dissection. Post-treatment stenosis was 0%. The puncture site on the left common femoral artery was closed. No further patient complications were reported and the patient's status was stable.